Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Associated products were indicated; however, file was reported as damaged when opened. The product investigation could not identify a root cause for the reported complaint. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that when an intraocular lens (iol) was opened for use the haptic was ruptured due to misplacement in the lens case. The surgeon opted to leave the patient aphakic instead of using an alternate model. Another lens was ordered and was implanted 5 days later. Additional information was requested.